Event description:
It was reported that the suture passer needle tip broke during a laparoscopic umbilical hernia repair procedure. X-ray was utilized to locate the small needle tip, but it could not be retrieved, and remains in the abdomen of the patient. The patient has since been discharged.

Manufacturer narrative:
Method - device has been returned for examination. Evaluation is in progress. Lot number information was not available, therefore, no review of the manufacturing paperwork could be performed.